Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a stent procedure, a ventricular fibrillation (vf) event occurred. This device system undersense the arrhythmia. Ultimately, anti-tachycardia pacing (atp) was delivered three times, followed by a 31 joule shock that converted the arrhythmia. The patient implanted with this device was brought in for a non-invasive stimulation procedure (nips) and with an automatic gain control (agc) of 0.25 millivolts, approximately five seconds of undersensing was observed. The device did detect and shock following the pause. No further complications were observed.